Event description:
The pt was hospitalized for elevated blood glucose levels and dka. The pt reported that the screen was damaged and illegible, but that he continued to use the pump because he knew the "sequence of button presses."

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and it was operating within required specifications at the time of release. The pt stated that the screen was damaged and illegible and he continued to use the device. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.